Event description:
Reporting issue: serious injury/medical intervention/permanent damage. Reporting rationale: the graftmaster did not cross to treat the perforation requiring surgical intervention. Device issue: failure to cross. It was reported that the physician could not deliver the graftmaster stent to the area of the perforation; the pt was stabilized with medication therapy and subsequently had elective bypass surgery in 2008. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the device was not returned to abbott vascular instruments deutschland gmbh for investigation, therefore, a conclusive root cause for the inability to cross cannot be determined. It is reported in the "device registration form" that the stent was used as per the indication. However, the incident description describes treatment of a perforation of the left ventricle which is not per the indication for this device. The pt required an add'l procedure to seal the perforation. The pt was stabilized with medication and the pt was sent to have elective bypass surgery.